Event description:
A medtronic maintenance engineer reported the vertek arm would not lock down during a routine maintenance call. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. RMA issued. Part has not been returned.

Manufacturer narrative:
The starburst end of the vertek will not lock down completely.